Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l4-l5 lumbar disc herniation with spinal stenosis. She underwent l4 posterior lumbar laminectomy, decompression of spinal canal, nerve root release, l4-l5 lumbar discectomy and pedicle screw internal fixation. Intra-op, the crosslink broke. No fragment of the broken crosslink remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
H6: product analysis: visual and optical examination identified that the breakage is consistent with excessive torque applied during tightening of the loc king screw. This is consistent with over torque. Additional information: d10, h3, h6. If information is provided in the future, a supplemental report will be issued.